Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable.

Event description:
"The delivery system did not respond on position 2, it was not possible to release the graft the normal way. By going to position 4 it was successful release as follows: a firm grip, stationary on metal rod, hold grey handle and pull back. Inner sheath was pulled back and released the graft. Next positon 3 and proximal clasp released as normal." Patient outcome: "no harm to the patient, graft placed properly."